Event description:
Patient was positioned prone in pins and mayfield. Surgery began and surgeons began to notice neuro navigation was off. Upon further look, it was discovered that the mayfield was not where it originally was placed on the patient and had moved, causing the patient's head to move during surgery. Mayfield was removed from service to be evaluated. All parts recently pmed without incident: torque screw (ts-12), skull clamp (sk-04), skull clamp ratchet (sr-11), transitional arm (t-03), swivel adapter (sa-2), base unit (z-12) repaired by integra and put back into service. No injury to patient reported by surgeon. Head was repositioned with different mayfield for case.